Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Based on the information received the cause of the event remains indeterminable and clinical observation cannot be confirmed; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25mm valve was disabled after an implant duration of 11 years, three months, for unknown reason. A second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. No complications were reported. No additional details provided.

Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information that this surgical valve underwent valve-in-valve intervention due to severe mitral stenosis with mild regurgitation. Per obtained information, the patient was felt to be too high risk for traditional open mitral valve redo surgery. Trans-venous trans-septal approach was attempted twice but were aborted because of the inability to delivery the system. The patient presented again and underwent deployment of a 26mm sapien 3 and follow-up tee revealed excellent position with a mean gradient of 2 mmhg and trace perivalvular leak. The patient was transferred to the recovery unit in hemodynamically stable condition.

Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.